Event description:
It was reported that the customer was experiencing low blood glucose for a week. The mother stated that the basal rates on the insulin pump were reduced. Troubleshooting was performed. The bolus history revealed two boluses, which the customer did not deliver while the insulin pump was on suspend mode. Ran a displacement test and the device passed the test. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.